Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found normal battery depletion. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found. It was further noted that the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed, and analysis results revealed no anomalies found the device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found normal battery depletion. Analysis of the leads is in process; the results will be forwarded when available. The device(s) associated with this adverse outcome was/were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
It was reported that the patient expired approximately one month after implant. No complaints or allegations against the device have been made. Information regarding the cause of death and circumstances surrounding the death have been requested and not yet received.

Event description:
Asku